Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that sometimes during the night their stimulation shuts down. At night it seems like it stops doing anything for pt as they cant feel their device pulse. When pt first laid down they felt it but when they woke up they did not feel it. Its been that way the last couple nights. Pt had been turning on their stim at night for the last 3 or 4 nights now. Pt had their therapy on today and the pt could not feel the therapy as usual even though they have it up high. Pt normally doesn't go above 300 but it was at number 1, 275. The patient was redirected to their healthcare provider to further address the issue.